Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Lead warning on (B)(6) 2016. A 34,422 short circuit paces post warning. Lifetime impedance minimum of 81 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. A warning triggered due to low impedance with unstable thresholds and loss of capture on the right ventricular (rv) lead. There was also noise on high rate episodes and oversensing noted on the electrogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.